Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion and multiple failed retrieval attempts. The indication for the filter implant, patient medical history and procedural details have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement. Occlusion was reported, however with the limited information provided the event could not be further clarified, it is unknown if it was a stenotic or thrombotic event. Blood clots, clotting and/or occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information provided it is not possible to draw a conclusion between the events and the device. There is nothing in the information provided to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion and multiple failed retrieval attempts.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, occlusion and multiple failed retrieval attempts. The following additional information was received per implant records: the patient was admitted to the hospital 3 days prior to filter implantation presenting with shortness of breath, chest pain, headache and rectal bleeding. The patient has a history of recent back surgery, dvt and is morbidly obese. A CT chest scan performed marked evidence of bilateral pe without acute or pulmonale. An echo tte performed determined the overall left ventricular systolic function was normal, the left atrium was mildly dilated and the right ventricle was mildly enlarged. The patient was placed on supplemental oxygen via nasal cannulation. On date of procedure, the patient was placed under general anesthesia and right groin was prepped. The right femoral vein was assessed as clot-free using doppler ultrasound. Under fluoroscopic guidance, the trapease ivc filter was deployed within the ivc successfully below the renal level without complication. The patient tolerated the procedure well. Following the close of this implantation, the patient underwent a hemorrhoidectomy. A large multi collins internal hemorrhoid was identified along with 2 areas of raw surfaces believed to be the area of high risk bleeding. Fulguration and oversewing the scalp was completed while noting the patient may require full stapling of the hemorrhoid after recovery. The procedure was completed and the patient was transferred to recover room without complication. The following additional information was received per medical records: approximately 1 years and 8 months post filter implantation, the patient underwent an ivc filter retrieval procedure via right internal jugular vein with anticipation of ivc reconstruction due to right lower extremity numbness with bilateral lower extremity dvt. Upon gaining access to the ivc using ultrasound guidance, the wire was unable to pass through the filter. A venogram performed demonstrated complete occlusion of the filter and the procedure was aborted. The patient tolerated the procedure well. The following additional information was received per medical records: approximately 5 months following the initial unsuccessful ivc filter retrieval procedure due to caval occlusion, the patient underwent a complex ivc filter retrieval procedure with possible ivc plasty. The patient presented with bilateral lower extremity post thrombotic syndrome, recurrent/chronic lower extremity bilateral dvt, hiatal hernia, long term use of anticoagulants and acute saddle pe. Upon evaluation, the patient's cardiovascular exams show peripheral edema and identify the patient is hypertensive. The patient was intubated and placed under general anesthesia. The ivc was accessed via right common femoral vein and the trapease ivc filter was found to be chronically embedded and refractory to advanced retrieval due to bulky chronic thrombus. The top of the filter was freed and grasped, however, was unable to be sheathed due to bulky clot within the mid ivc filter and procedure was aborted. A venoplasty of the ivc and bilateral common iliac vein successfully recanalized and 2 bilateral iliac stents were placed. Restoration of brisk flow through the central veins was achieved and the procedure was completed. The patient tolerated the procedure well and the ivc filter remains implanted within the ivc intact and in proper position. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 1 year and 7 months post implantation. The patient reports filter embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc (complete occlusion of filter), device unable to be retrieved and ivc and iliac vein recanalization and stent placement. The patient also reports suffering from extensive dvt's, pain and anxiety.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion and multiple failed retrieval attempts. The patient reported becoming aware of filter embedded, blood clots, clotting and/or occlusion (complete occlusion of the filter) device unable to be retrieved and recanalization and stenting of the ivc and iliac vein approximately one year and seven months post implant. The patient also reports experiencing extensive dvt's, pain and anxiety. According to the implant record the indication for the filter implant was bilateral pulmonary embolus (pe) and rectal bleeding. The filter was placed via the right femoral vein and deployed below the level of the renal veins. The patient tolerated the procedure well and was then placed in the lithotomy position and a hemorrhoidectomy was performed. Three days prior to the implant the patient was admitted to the hospital with shortness of breath, chest pain, headache and rectal bleeding. The patient has a history of recent back surgery, dvt and is morbidly obese. Approximately 1 years and 8 months post filter implantation, the patient underwent an ivc filter retrieval procedure via right internal jugular vein with anticipation of ivc reconstruction due to right lower extremity numbness with bilateral lower extremity dvt. Upon gaining access to the ivc using ultrasound guidance, the wire was unable to pass through the filter. A venogram performed demonstrated complete occlusion of the filter and the procedure was aborted. The patient tolerated the procedure well. Approximately 5 months later the patient underwent a complex ivc filter retrieval procedure with possible ivc plasty. The patient presented with bilateral lower extremity post thrombotic syndrome, recurrent/chronic lower extremity bilateral dvt, hiatal hernia, long term use of anticoagulants and acute saddle pe. Upon evaluation, the patient's cardiovascular exams show peripheral edema and identify the patient is hypertensive. The patient was intubated and placed under general anesthesia. The ivc was accessed via right common femoral vein and the trapease ivc filter was found to be chronically embedded and refractory to advanced retrieval due to bulky chronic thrombus. The top of the filter was freed and grasped, however, was unable to be sheathed due to bulky clot within the mid ivc filter and procedure was aborted. Successful recanalization of the ivc and bilateral common iliac veins was performed using venoplasty and the placement of bilateral iliac stents. Restoration of brisk flow through the central veins was achieved and the procedure was completed. The patient tolerated the procedure and the ivc filter remains implanted within the ivc intact and in proper position. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The trapease ivc filter is intended for permanent placement and is not indicated for use in the prevention of dvt. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Review of the information provided suggests that patient and/or pharmaceutical factors may have contributed to the reported events. There is nothing in the information provided to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.